Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head broke off in mouth- oral b power care [device breakage] case narrative: consumer called and stated that brush head broke off in his mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return h3 other text: pending investigation.

Event description:
Head broke off in mouth- oral b power care [device breakage]. Case narrative: consumer called and stated that brush head broke off in his mouth. No injury was reported. Follow up: product batch lot number updated.

Manufacturer narrative:
20-nov-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Head broke off in mouth- oral b power care [device breakage]. Product counterfeit- oral b [product counterfeit]. Case narrative: consumer called and stated that brush head broke off in his mouth. No injury was reported. Follow up: product batch lot number updated. 20-nov-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.